Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the systems interface pcb. The systems interface pcb was replaced and the configuration files re-loaded. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had occurrences where the monitors would go blank. A reboot would be required to restore functionality.